Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check therapy electrode messages.